Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery, the ophthalmic system did not deliver any ultrasound output. The cassette and handpiece were replaced, and restart was performed and the issue remained. The surgery was then completed after replacing console with another one. The details of patient impact were not reported.